Event description:
A customer stated the snap closure on an I-stat crea cartridge is difficult to close. The cartridge slipped out of the hand of the operator resulting in the release of blood from the cartridge.